Event description:
Boston scientific rec'd info that this right ventricular (rv) lead was explanted due to dislodgement. A new right ventricular lead was successfully implanted. No adverse pt effects reported.